Manufacturer narrative:
H.6. Investigation: bd received a 20 gauge insyte autoguard unit from an unknown lot for evaluation. A review of the device history record could not be performed as the reported lot was unknown. Our quality engineer visually inspected the returned unit and observed a v-shaped cut in the catheter tubing near the catheter tip. Based off the visual inspection the engineer was able to verify the reported defect. Unfortunately, a definitive root cause could not be determined. H3 other text : see h.10.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter adapter ruptured during use. The following information was provided by the initial reporter, translated from chinese to english: "rupture of the soft needle sleeve at the needle."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter adapter ruptured during use. The following information was provided by the initial reporter, translated from chinese to english: "rupture of the soft needle sleeve at the needle"